Event description:
The initial reporter complained of discrepant low results for 1 patient sample tested for sodium (na) on a cobas 8000 ise 1800 module. The sample was run in a micro cup. The initial result on channel 1 of the module was 125.7 mmol/l. The technologist requested a rerun as the result did not correspond to the patient¿s clinical picture or the patient¿s previous result. The repeat result from the other line was 141.1 mmol/l. This result corresponded to the patient¿s clinical picture. The customer repeated the sample on the original line of the module using channel 2 and the result was 128.1 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) replaced the sample probe. The fse checked the sample probe alignment for micro cups and found that it was misaligned and hitting the side of the cup. The misaligned sample probe was the root cause of the issue and was resolved by service maintenance.